Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter 1550 device. Pt experienced cardiac arrest and hemodialysis was discontinued. Pt was transferred to the intensive care unit where pt later passed away. Hcp is not contributing this series of events to any baxter products. No further info was available for this report.